Event description:
A caller reported that their pump screen was dark and would not turn on, with a red led blinking and the pump vibrating every three minutes. This issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact on their blood glucose level. The customer reverted to an alternate method of insulin therapy.